Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending (lad) artery. A non-bsc stent was advanced but was unable to cross the target lesion. A 2.25 x 20 synergy¿ drug-eluting stent was then advanced but was also unable to cross. A non-bsc stent was implanted proximal of the mid lad. The synergy stent delivery system (sds) was again advanced using an extension catheter but was still unable to cross. While the sds was being withdrawn, its stent got dislodged within the implanted stent. A 2mm balloon was advanced over a guidewire and the dislodged stent was expanded by inflating the 2mm balloon. The synergy stent was implanted within the non-bsc stent proximal to the target lesion. The procedure was completed with this device. No patient complications nor patient injury were reported and the patient's status was good. A week later, percutaneous coronary intervention (pci) was performed and an unknown stent was implanted distal of the target lesion. The physician's comment for the cause of the dislodgement was that the event could have occurred since preparation for the severely calcified lesion was not performed.